Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. While this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Root cause of the gi bleeds are possible underlying individual patient factors and inr above the recommended range may play a role. Gi bleeding are known potential complications associated with all patients implanted with vads. The heartware instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site by the patient presented to clinic on "(B)(6) 2105", with complaint of decreased appetite, nausea, and fatigue. Per the patient's father, the patient woke up during the night with epistaxis which took him a few hours to get under control. The patient also reported swallowing a lot of blood. Patient was then admitted with gi bleed on (B)(6) 2015. It was stated that there were low flow alarms associated with the event. Patient was discharged on (B)(6) 2015 and was said to be stable. No additional information provided.